Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced cardia arrhythmia and a brief arrest with return of spontaneous circulation. The customer reported that the issue was likely due to the anesthesia and that it was unrelated to the ion procedure. The patient was watched after the reported injury occurred, but no extended hospitalization was reported. On 25-mar-2021, intuitive surgical inc. (Isi) contacted the driving physician of this procedure and the following additional information was obtained about the complaint: the physician does not believe the reported patient symptoms are ion related as there were never any pulmonary associated symptoms. The reported patient symptoms are believed to be related to the patient's medical history. The following patient medical history was provided as the physician believes this is what caused or contributed to the reported event: "the patient has a long history of diabetes, hypertension, and chronic kidney disease not on hemodialysis. She developed st elevation during the procedure that turned into ventricular tachycardia and cardiac arrest. While the exact diagnosis is not entirely certain, possibilities include a temporary coronary thrombotic event that was not visualized on the left heart catheterization or coronary vasospasm. Additional etiologies include hyperkalemia induced cardiac arrhythmia as well as an anesthetic side effect. Very uncommon and unfortunate side effect, though fortunately without any lasting repercussions." The ion procedure was aborted and the patient was hospitalized for seven days due to the reported experienced symptoms. Cardiac catheterization was performed and clean coronaries without blockages were observed. A cardiac MRI was performed and myocardial inflammation was observed. It was reported that the patient was "successfully discharged from the hospital one week after the procedure."

Manufacturer narrative:
Based on the current information provided, the root cause of the intraoperative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. System log review: a review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The logs for system en0036 were not available. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following: during an ion endoluminal lung biopsy, the patient experienced cardia arrhythmia and a brief arrest with return of spontaneous circulation. The customer attributed the event due to anesthesia. At this time, the root cause of the intraoperative complication is unknown.